Event description:
It was reported that a iab was inserted via the patient's femoral artery. The pump alarmed "blood in helium pathway" and the iab was removed. Another iab was prepped and inserted via the opposite femoral artery. The perfusionist stated that the second iab was an iab-06830-u and that the patient expired. The patient's death was not due to the interruption / delay in iabp therapy. The patient was extremely ill and expired due to her progressively worsening health. Additional information received on (B)(6) 2015, blood entered the intra- aortic balloon pump s/n (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: no sample was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that a iab was inserted via the patient's femoral artery. The pump alarmed "blood in helium pathway" and the iab was removed. Another iab was prepped and inserted via the opposite femoral artery. The perfusionist stated that the second iab was an iab-06830-u and that the patient expired. The patient's death was not due to the interruption / delay in iabp therapy. The patient was extremely ill and expired due to her progressively worsening health. Additional information received on (B)(6) 2015, blood entered the intra- aortic balloon pump s/n (B)(4).

Manufacturer narrative:
(B)(4).